Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4198 lead, (B)(6) 2011; 4076 lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient fell in the bathroom on their back. The patient states that it feels like the device is lower. The patient was not seen by the physician. The device is still in use. No further patient complications have been reported as a result of this event.